Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to pseudotumors and aseptic lymphocyte-dominant vasculitis-associated lesions. The modular head, r3 liner and sleeve used in treatment were all explanted but were not returned for evaluation. The other devices used in treatment remain implanted in the patient hence, cannot be returned to evaluation. Additional information has been requested for this complaint but has not become available. On account of the fact devices reportedly involved in this incident were not returned for evaluation and part/lot details were not received for investigation, no thorough manufacturing record review and assessment of the reported event can be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If the products or additional information become available in the future, the tasks will be reopened and performed. The available medical documents were reviewed. The reported elevated metal ion levels in blood, along with the intraoperative findings of brownish mass, greyish tissue, and cloudy fluid, and oxidation may be consistent with findings associated with metallosis. However, based on the information provided, the root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded that the clinical reactions were associated with a malperformance of the implant or implant failure. The patient impact beyond the revision and expected transient post-operative convalescence period cannot be determined. Without the return of the actual product involved or product information, our investigation could not proceed and remains inconclusive, and a definitive root cause cannot be determined. Furthermore, based on the limited information provided, we are unable to determine specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. No further investigation is warranted for this complaint.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
(B)(6) bilateral patient. It was reported that, after a primary r3-tha construct had been implanted on the plaintiff¿s left hip on (B)(6) 2009, the plaintiff experienced an alval reaction consistent with metallosis, elevated metal ion levels in blood and the presence of a solid mass with brownish color, greater in size than the one found during the revision surgery performed on the right hip covered under (B)(4). A revision surgery was performed on (B)(6) 2017 to treat this adverse event; the unknown 44 mm diameter bhr modular head and unknown r3 acetabular liner co-cr were explanted. Surgery was completed without any complications.